Event description:
During embolization of a-v malformation catheter became lodged in artery. Vasodilation and gentle traction were ineffective in extracting catheter. Pt was taken to or the next day for excision of a-v malformation and incidental removal of catheter. Catheter was found to have folded over on itself.